Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, after insufflation and desufflation of the dissecting balloon, when it was removed from the trocar the surgeon reported damage to the trocar seal which lead to leaking at the seal with scope and instrumentation usage resulting in loss of insufflation pressure and difficulty completing the case. They opened another device of the same kind and the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received only the packaging of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.